Manufacturer narrative:
On (B)(4) 2013, the isi field service engineer (fse) evaluated the da vinci system and esu system and was unable to reproduce the reported issue. The fse tested both the monopolar and bipolar functionalities and neither fired on its own. No issues were found with the da vinci s system. The da vinci s system was tested and verified as ready for use. The fse concluded that the issue may be related to the external energy generator. Isi attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the provided information, there was no indication there was a malfunction of the da vinci s system, instruments, and/or accessories. However, this complaint is being reported because the da vinci s pancreatectomy procedure to an open surgical procedure due to the electrosurgical instruments activation issues.

Event description:
On (B)(6) 2013, the intuitive surgical inc. (Isi) clinical sales representative (csr) reported a site that converted a da vinci s pancreatectomy procedure to an open surgical procedure due to inadvertent activation issues with the electrosurgical unit (esu). The surgeon was just starting the procedure and the esu was set to 30/30 blend, standard. The monopolar and bipolar energy reportedly was being activated even though the surgeon was not pushing on any pedals. It is unknown if the esu cable connections were inspected prior to use and if the patient was docked to the da vinci s system at the time when the reported issue occurred. The site did not try to use the valley lab fx external foot pedals, unhooked the instruments from the esu, and the surgery was converted to an open surgical procedure.